Event description:
It was reported that the attempted left ventricular (lv) lead could not be fixed well. The lead was removed and the chronic lv lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.